Event description:
It was reported that "while using the 5.5 cannulated tap, it was noted that the tap broke. The tip remained in the bone. Surgeon was able to drill a small amount of bone away from the tap and remove the tip of the tap with heavy needle holder. Pedical screw was then inserted without further incident."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.